Event description:
It was reported that prior to starting - post-anesthesia a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, a nurse called an intuitive surgical (is) technical support engineer (tse) to report that error 319 was occurring on universal surgical manipulator (usm) arm 3. The tse verified that error 319 was related to the usm3 nodes and guided the nurse through a hard power reset using the emergency power off (epo) on the patient cart, but the error persisted. The tse explained that the surgery could proceed with only three arms, and the surgeon was considering this option when the call ended. The procedure outcome was unknown at the time of this report with no reported injury. On october 10th, 2025, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: multiple restarts were performed, together with an intuitive surgical (is) clinical sales representative (csr) and service was contacted. The procedure was completed with laparoscopic surgery. The error occurred before trocar setting when covering.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.